Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient implanted with a neurostimulator for spinal pain. It was reported adaptive stimulation was activated on (B)(6) 2016 and the patient seemed to be doing well at the time even though pain relief was slightly less than 50%. At that time the patient noted "other pain issues" and they were scheduled for a myelogram and rfa. Upon follow up, the manufacturing representative reported that the patient came back in for a post-op appointment following reimplantation. The patient reported hypersensitivity and neuropathic pain in bilateral legs. The stimulator didn't improve this and had persistent symptoms. The patient was relocated the (B)(6) on (B)(6) 2016 for further evaluation. The symptoms did not improve so the device was removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.